Event description:
According to the available information, the implant was removed and replaced due to a crack in the clear tubing near the pump.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.